Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing noise on stored electrograms (egm) and a rv bipolar lead impedance warning had triggered. A lead fracture is suspected. The lead has been capped and replaced.